Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 7/12/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked and there was corrosion in the compartment. Unrelated to the initial complaint, it was observed that the audio bolus button cover was damaged but the button was still responsive during the investigation. A leak test was performed and failed due to the battery compartment leak and the bolus button leak. Also unrelated to the initial complaint, the display screen was dim and discolored. The pump was opened and there was no further evidence of internal moisture found internally. The battery cap was not returned with the pump and a test cap was used to complete the investigation.